Event description:
Procedure: low anterior resecion. Reportedly, during the procedure, with the second firing, the staples would not form properly. With the third firing, almost all of the staples could not be formed at all. The force of squeezing the handle was very stiff. Reinforced the rectum fragment by hand sewing. It was confirmed the anvil was bent. Additional information received: "the patient died because mof (multi organ failure) from renal dysfunction. According to the surgeon, there is no relationship between the staple malformation and patient's death."